Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID# 2134265-2013-05743. (B)(4). It was reported that post percutaneous coronary intervention, patient experienced coronary restenosis. In (B)(6) 2012, the subject presented with silent ischemia. The 90% eccentric, de novo, type c with 38 mm long and 3.0 mm vessel diameter target lesion was located in the severely calcified and moderately tortuous mid right coronary artery. The lesion was noted to have a significant bend <= 45 degrees. Target lesion was pre-dilated then a 3.00x28mm promus element stent and a 3.00x20mm promus element stent were expanded in the lesion at 12 atmospheres. Both of the study stents were implanted in the bifurcated lesion with timi iii in mid right coronary artery. Following post dilatation, residual stenosis was 0%. Three days later, the patient was discharged from the hospital. In (B)(6) 2013, coronary restenosis was found in the mid right coronary artery. An additional treatment was performed and it was noted that the target lesion had over 70% stenosed before the treatment. The event was considered resolved two days after.